Manufacturer narrative:
The customer returned a sample with product code 5c4483 for evaluation. Visual inspection was performed and the patient adapter was observed separated from the tubing/bushing. Markings observed in the tubing indicate that the patient adapter was positioned in the tubing. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported separation between the twist clamp and tubing and leak were not verified. The cause of the separation between the patient adapter and tubing/bushing could not be determined. The assembly between the patient adapter and the tubing/bushing is a friction fit and not a solvent bond. A strong on the patient adaptor or tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the twist clamp of a transfer set which resulted in a leak. This issue occurred during setup of peritoneal dialysis therapy. The transfer set was replaced and the patient was given prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.